Event description:
The customer reported that their AED didn't recommend a shock during a rescue. Emts arrived and connected their AED to the pt. The emt saw a shockable rhythm and delivered a shock. It was approximately 2 minutes between when the customer's AED was used to when the emt's AED was placed on the pt. The pt didn't survive.

Manufacturer narrative:
The customer has been asked to send the AED to cardiac science for evaluation.